Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The screw was not returned, therefore visual/functional inspection could not be performed. The investigation has been performed based on the available information. Review of appropriate documentation: documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 02/16 information identified: torque matrix - internal connection; page d. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015 information identified: "warnings" "precautions" "potential adverse events" documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16 information identified: "precautions" "breakage"; page 3 DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number could not be conducted for the reported device as it was reported without an item number and was not returned. April post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or device (unknown screw). Therefore, based on the available information, device malfunctions and reported events (screw fracture) could not be verified additionally, the most likely causes for the reported event (screw fracture) are excessive loading and excessive insertion torque. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: concomitant device is an unknown implant.

Event description:
It was reported that an unknown biomet screw fractured inside of the implant. The implant had to be removed and the site was grafted.